Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Investigation summary: picture provided with the complaint was the base of the investigation since no sample was provided with the complaint due to hazardous drug involvement. During further analysis of the picture provided there is no clear view of the hole described in the complaint only a bubble on the joint of the tubing and spike. During the analysis of records of extrusion line where this tubing is extruded no issues have been noted that could explain this defect. Functional test introduced in production is underwater leakage test which purpose is to detect air bubbles or leak points on the product. In the DHR of the lot 1005465 there are results of this test carried out on lot 1005465 750 samples are tested per lot, beginning, middle and end of lot to cover and randomize sampling of entire lot. When the joint in question is being bonded the dispenser applies an even amount of solvent on the tubing and the tubing is inserted in the spike component. Also no kinking of tube is observed on the picture. Dispensers used are 346 c, 303 c, 363 c checkup of all functional parts before the start of each lot is performed, evidence of this are present in DHR of lot 1005465 preventive maintenance list for dispensers used in every lot are dates indicated with a star for every dispenser checkup. Investigation conclusion: no quality notifications present in DHR for lot 1005465 extrusion line logs clear from any defect that could possibly explain this failure functional testing of c61 conforming results. Preventive maintenance records for dispenser's shows functional checkup prior to start of 1005465. Since no sample could have been received or observed, investigation is based on the picture costumer provided. Investigation on this issue did not find any evidence with manufacturing process and assembly of the product that could explain failure costumer was experiencing with c61 secondary set.

Manufacturer narrative:
The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector there is leakage with the tube due to a small hole in the tube. There was no report of injury or medical intervention. (B)(6).